Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event , device and patient information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated. Date of implant is unknown.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention was under taken where in the ipg was explanted and replaced addressing the issue.